Event description:
(B)(6) emergency room ordered in-home oxygen or me after determining I did not have a pulmonary embolism, but was suffering from low oxygen. I have been diagnosed with emphysema. Someone from hme specialists called me the evening after I was discharged from the emergency room on (B)(6). It was late, and I asked that the equipment be delivered on (B)(6). The delivery person from hme specialists ((B)(6)) brought an oxygen concentrator, three tanks of oxygen, a regulator for the tanks, cannulas, and a tube and connector. He set up the o2 concentrator and showed me how to use it. I immediately noticed an odd smell in the oxygen, and mentioned it. He didn't seem worried. I took off the oxygen and he set up the tanks as well. He instructed me in the use of all equipment. After he left, I tried the oxygen concentrator, checking my pulse ox with a small device. Sure enough, in the first few minutes, my pulse ox went from high 80's to mid-90's and I felt better. However after about ten minutes, I started coughing and felt some congestion in my lungs. I took off the oxygen and watched my pulse ox slowly drop. So I tried the tank of oxygen. I immediately noticed the same odd smell. It's at first fruity and sweet, but after a few minutes there is something acrid about it. With the tank my pulse o2 rose quickly again. However I again started coughing after several minutes, and felt some nausea. So I took it off. My pulse ox dropped to the mid-80's and in a few hours, I felt miserable, so I wiped down the o2 concentrator with a damp cloth and tried it again. My pulse o2 immediately came back up. This time I used it a bit longer, and along with coughing and nausea, my head hurt a little. When I took out the cannula and turned the machine off, I noticed that my whole dining room and areas around it also had the odd smell. So I moved the whole machine onto the back porch. Hours later I tried the oxygen canister and had similar results. However, I continued to feel ill. Finally, at 4:00 am (B)(6) morning I was desperate and brought the concentrator back into the dining room and felt very nauseous. Later, I tried cleaning the regulator and its connections with rubbing alcohol. This decreased the fruity smell, introduced some alcohol smell, but I still got a headache and nausea when using it. As a "control" I tried to check out the cannulas. I noticed that the outside of the bag has the same odd smell. I opened one of the sealed bags, then washed my hands, then took out the cannula, placed it in my nose, and left the other end on my desk, unconnected to anything. I did not notice any strange smell and did not develop any of the symptoms that were brought on by both the oxygen concentrator and regulator. In the end, I put the equipment on the back porch and called hme specialists. They threw the problem back on me, stating that they would pick up the equipment only if I agreed to say it was against medical advice. My requests for testing of the equipment were ignored, as far as I can tell. I really suspect that the equipment has been contaminated with something. My guess is insecticide. I do have a large number of allergies, including perfumes. But the smell from the equipment and bags has remained for a week now, making me think it's not simple cologne. One of my worries is that when hme specialists pick up the equipment, they will put it in the home of someone is more ill than I, and cause them great harm. S/n on the concentrator (hand written) is: (B)(4).